Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation and determined that the event occurred due a short in the cable and that the likely cause was user handling, resulting in a puncture in the cable. Due to the damaged cable, moisture entered the hole through the cable, resulting in no image due the internal short-circuit.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no image was not confirmed. The service technician observed a failed leak test due to puncture on cable and damage coupler lock pin was missing. Parts replaced. Unit passed all functional and leak tests. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that device produced no image. There was no patient injury reported.